Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a set ext 12in appx 1.6ml w/3- gang nanoclave stopcock ca/25. It was reported that the nanoclave was broken and infusion line was disconnected from the patient. The event occurred during infusion. No adverse event was reported. There was patient involvement, but no harm.